Event description:
Philips received a complaint on the defibrillator indicating that when performing an energy self-test on the device using 150j, the printing paper did not display the corresponding energy level. Upon inspection, it was found that the release of energy was not detected internally. There was no patient involvement.

Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.